Manufacturer narrative:
One infusion pump was received related to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there is a record that the alarm "pump turned off" repeatedly occurred immediately after the pump was turned on. Most recently, it occurred on (B)(6) 2021. Battery power loss alarm check test was performed and device passed successfully. A function test was performed which was unable to replicate the reported event. As a preventive maintenance, the backup capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that when the customer tried to start the product, it restarted itself. No patient injury was reported.